Event description:
Vessel loops used during procedure broke into 4-5 pieces without any manipulation while covered with towel to protect area, while another surgeon joined the team to assist. Vessel loops fell into patient, had to be reviewed. Lost track of the anatomy that the loops were making.